Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the physician touched the screen of programmer he reported being shocked. The physician requested that the unit be retuned and replaced.